Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 9.8 cm in diameter x 10 cm long saccular thoracic aortic aneurysm in zone 4 approximately 3 months ago. The native aorta was 33 mm in diameter proximally and 39 mm in diameter distally. It was reported that three stent grafts were implanted, and a type ii endoleak was evident at the implant procedure. Two months post implantation, it was confirmed that the aneurysm was expanding. The physician elected to intervene by placing an additional stent graft proximally and distally to the first two proximal stent grafts. However, as the endoleak was still present, the physician stated it was a distal type I endoleak and placed an additional 42x42 talent stent graft distally, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results/conclusions: (type ii endoleak).